Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. There was no reported impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.